Event description:
Patient had their generator explanted and it was returned and underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.976 volts, and the memory locations on the generator indicated that 84.344% of the battery had been consumed. The data dump was also reviewed, and it was noted that the device went from high impedance to normal impedance on (B)(6) 2014. There were no performance, or any other type of adverse condition found with the pulse generator.